Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient died 11 days post implant of the left ventricular epi-cardial patch and approximately two and half weeks post implant of the implantable cardiac defibrillator, right ventricular epi-cardial lead, and left ventricular sub-cutaneous coil. Through follow up the physician reported that it was not an arrhythmic death. Cause of death was requested and not received.